Event description:
It was reported the patient experienced high impedance following implant procedure. Surgical intervention was undertaken wherein it was discovered the lead disconnected from the ipg header. The lead was re-connected, and the issue was resolved.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.